Event description:
Pump was reported to overinfuse during clinical use in the ER on a pt with cardiac arrest. Pump was set to infuse dobutamine at a rate of 14ml/hr. In 1/2 hr 100ml had infused. The clinician had to flush the pt with IV fluids and pace him. The pt expired in a few hrs later, although the direct cause of death is unknown. The risk manager noted the pt outcome cannot directly be related to the overinfusion of dobutamine by the pt's lab results.